Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a transvaginal mesh device on (B)(6) 2009. It was alleged the plaintiff sustained "pain and suffering, mental anguish, emotional distress, and serious injury." The plaintiff had corrective surgery to partially remove the implant on (B)(6) 2010.

Manufacturer narrative:
The manufacturer and the model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.